Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a septoplasty procedure on (B)(6) 2010 and suture was used. On (B)(6) 2011, the patient experienced an evolution of a curvature in the caudal septal region with formation of granuloma where the suture was placed. A septal abscess also was observed. The patient underwent drainage procedure at the hospital and the patient was treated with intravenous antibiotics to cure the problem.